Event description:
It was reported by the rep that during a laparoscopic gastric band procedure the port could not be attached to the fascia. The tissue anchors were coming back into the port and the port did not stay locked. Another port replacement kit was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.